Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was electively explanted and replaced due to the advisory. The patient was stable following the procedure and will continue to be monitored normally.